Event description:
Boston scientific was notified that during an event while introducing a silverspeed -10 guidewire, high friction at the distal end of the spinnaker elite flow directed catheter 1.5 f-l w/hydrolene was felt. Finished the procedure with this device. After the procedure a small hole at the end of the catheter was visible. No complications with the pt were reported to have occurred as a result of this event.